Manufacturer narrative:
A getinge field service engineer (fse) states that cs300 was not operating on ac and not charging batteries. Observed end user failure, observed saline damage to ac cord connector to power supply and not charging or operating on ac operation. The fse installed a new power supply, corrected failure for ac and charging batteries. The unit passed all functional and safety tests per factory specifications and returned to customer for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a power supply, with a reported unit failure of the cs300 not operating on ac power and saline damage to the ac plug. The fat performed a visual inspection and observed white residue on the part which is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. Please see attachment. Fat was able to verify the saline damage to the ac plug on the power supply. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h6, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit won't power on. Cs300 not operating on ac and not charging batteries.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit won't power on. Cs300 not operating on ac and not charging batteries. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit won't power on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.